Event description:
The customer observed a falsely elevated alinity I stat high sensitive troponin-I result for one patient. The following data was provided: (B)(6) 2024 at 03:27 sid (B)(6) initial result = 581.3 ng/l. (B)(6) 2024 at 06:19 sid (B)(6) initial result was <5.1 ng/l. Both samples were repeated: sid (B)(6) result at 07:12 was <5.1 ng/l, results at 07:38 were <5.1 ng/l and <5.1 ng/l sid (B)(6) result at 07:13 was <5.1 ng/l. No impact to patient management was reported.

Manufacturer narrative:
Additional information for section a1 patient identifier: sids (B)(6). All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, field data review, and labeling review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. A search for similar complaints did not identify an increase in complaint activity for lot 60448ud00. Ticket trending review did not identify any related trend regarding commonalities for lot number 60448ud00 and issue. Device history record review on lot 60448ud00 did not show any deviations or non-conformances associated with the complaint issue. The overall performance of alinity I stat high sensitive troponin-I was reviewed using field data from customers worldwide. The median population result for the lot 60448ud00 are within established limits, indicating that the lot is performing acceptably in the field. Labeling was reviewed and found to adequately address the issue. Based on our investigation, no systemic issue or deficiency with the alinity I stat high sensitive troponin-I for lot 60448ud00 was identified.

Event description:
The customer observed a falsely elevated alinity I stat high sensitive troponin-I result for one patient. The following data was provided: (B)(6) 2024 at 03:27 sid (B)(6) initial result = 581.3 ng/l. (B)(6) 2024 at 06:19 sid (B)(6) initial result was <5.1 ng/l. Both samples were repeated: sid (B)(6) result at 07:12 was <5.1 ng/l, results at 07:38 were <5.1 ng/l and <5.1 ng/l. Sid (B)(6) result at 07:13 was <5.1 ng/l no impact to patient management was reported.